Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed when the issue happened, and the procedure was completed as planned by using the same system. The philips field service engineer (fse) inspected the system onsite, and it was determined that system did not emergency stop was activated. During troubleshooting, the fse discovered that the geo module sustained damage to both its cable and water seal. The ttcf board, to which the module is connected, was also found to be damaged. To resolve the problem, fse replaced ttcf board and the geo module. After repair completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received. If a loss of the rotational stand/c-arc movement occurs during a procedure, no restart performed to resolve the issue. By using the same system the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with no restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the emergency stop was active, which would impact geometry movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.